Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the lamp would not light on the xenon light source. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was evaluated by a field service technician and the customer's reportable malfunction was confirmed. The main light did not light and there was a power supply unit failure. Based on the results of the investigation, the root cause of the main light not lighting and the power supply unit failure could be identified. Olympus will continue to monitor field performance for this device.